Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the printed circuit boards. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display an image on the left or right monitor upon boot up. No patient injury was reported.